Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose were unknown. Insulin pump will be replaced.

Manufacturer narrative:
The pump was received with no down arrow button response due to an unlocked lcd keypad connector. The down arrow button responded properly after locking. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.